Event description:
The customer stated that falsely elevated architect stat troponin results were generated. Sample ID (B)(6): an initial positive architect stat troponin result of 0.46 ng/ml was generated with lot 69726un14 on the architect i2000sr analyzer (sn (B)(4)). The sample was repeated on their track analyzer (sn (B)(4)) and a result of 0.039 ng/ml was generated. The sample was respun and generated values of 0.123 and 0.091 ng/ml on analyzer isr05084 and 0.048 ng/ml on the track analyzer (sn (B)(4)). Sample ID (B)(6): an initial positive result of 0.095 ng/ml was generated with lot 69726un14 on the architect i2000sr analyzer (sn (B)(4)) with a repeat result of <0.04 ng/ml. The sample was respun and repeated twice with negative results of <0.04 ng/ml. The customer is using a cutoff of 0.04 ng/ml. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed falsely elevated and inconsistent patient results, while using architect stat troponin-I, list 2k41-28, lot 69726un14. Review of customer complaint trending data did not identify an increase in complaint activity related to the complaint issue. However an increase in complaint activity was identified for reagent lot 69726un14. Accuracy testing was completed using retained kits of reagent lot 69726un14. Acceptance criteria was met which indicates acceptable product performance. A deficiency was not identified as panel testing shows that reagent lot 69726un14 performs per specification. Per the complaint text the customer has increased the time they allow samples to clot to 20 minutes however the greiner vacuette package insert states samples should be centrifuged after 30 minutes. No malfunction was identified since the customer was not following the package insert instructions. Additionally, the specimen collection and preparation for analysis section of the architect stat troponin-I package insert provides examples of situations that may cause erroneous results. The investigation did not identify a malfunction / deficiency.